Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. This has occurred in all three sensing vectors. Technical services discussed programming options with the caller. The malfunction is not likely to cause or contribute to a serious injury. However, further information was received indicating this implantable electrode was explanted and replaced. The electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. This has occurred in all three sensing vectors. Technical services discussed programming options with the caller. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing of noise. This has occurred in all three sensing vectors. Technical services discussed programming options with the caller. The malfunction is not likely to cause or contribute to a serious injury. However, further information was received indicating this implantable electrode was explanted and replaced. The electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.